Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. In addition, this lead was dislodged. A revision was performed, and this ra lead was explanted while the pacemaker and the right ventricular (rv) lead remains in service. A new ra lead was implanted. No additional adverse patient effects were reported. This ra lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. In addition, this lead was dislodged. A revision was performed, and this ra lead was explanted while the pacemaker and the right ventricular (rv) lead remains in service. A new ra lead was implanted. No additional adverse patient effects were reported. This ra lead was not returned for analysis.